Event description:
Customer complaint - limited data available. Customer complained of device sparked, severed the cord, and scorched the bedspread.

Event description:
Customer complaint - limited data available. Customer stated that the device sparked, the cord severed and scorched the bed.